Manufacturer narrative:
Eval code-conclusion is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider on october 26, 2017. The patient's weight was provided.

Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 300.0 mg/ml of fentanyl at 65.90 mg/day. As received for analysis, the elective replacement indicator (eri) was at one month. Evaluation of implantable pump serial number (B)(4)revealed residue in the motor gear train and wearing on the upper and lower shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a patient receiving an unknown dose and concentration of an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. The pump was returned to the manufacturer for analysis without a complaint. It was indicated the pump had reached end of service. No further information was provided.